Event description:
On november 27, 2006, it was reported to bsc that during an endoscopic retrograde cholangiopancreatography (female patient, age unknown) the "hydrophilic coating stripped off inside the patient." The customer reported they "decided not to retrieve" the coating. The patient is "in hospital for observation, having an x-ray to see if coating has past (passed)." The procedure was completed with another bsc jag hini guidewire. The customer reported there was no patient complication.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. This device has not been received by this manufacturer. Therefore, a failure analysis is not available and were are unable to determine the relationship between this device and the cause of this event.